Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-may-2019. This spontaneous case was reported by a patient and describes the occurrence of medical device removal ('device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines occurred, little by little, more and more frequent, resistant to all the basic treatments"). In 2017, the patient experienced headache ("headache quasi permanent, also (less embarrassing)"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 8 months after insertion of essure. On an unknown date, the patient experienced cough ("unexplained dry cough") and toothache ("unexplained dental pain"). The patient was treated with oxitriptan (triptan) and surgery (essure removal). Essure was removed on (B)(6) 2019. In 2018, the headache had resolved. On (B)(6) 2019, the migraine had resolved. In 2019, the cough and toothache had resolved. At the time of the report, the medical device removal had resolved. The reporter considered cough, headache, medical device removal, migraine and toothache to be related to essure. The reporter commented: migraines occurred, little by little, more and more frequent, resistant to all the basic treatments, requiring the intake of triptans, up to 20 triptans per month. Patient¿s current conditions: before removal: permanent pain, wasted life. Since the removal: everything resolved after implants removal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal exam. Computerised tomogram - on an unknown date: normal exam. Nuclear magnetic resonance imaging - on an unknown date: normal exam. X-ray - on an unknown date: normal exam. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.